Event description:
It was reported that during a knee procedure on (B)(6), 2011 an oxford drill bit broke and a piece of the drill bit was retained by the patient. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report was filed (B)(4), 2011.